Event description:
The pt had a right iliac artery aneurysm and was treated with two gore excluder aaa endoprosthesis. Contralateral leg components in 2008, to exclude the aneurysm. After the deployment of the two devices the aneurysm was still perfused and the aorta ruptured. An additional two contralateral leg components were deployed proximally to exclude the rupture, however, this was not successful. The pt was converted to an open procedure. Further info is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.